Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Data was provided for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Per doc-(B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.